Event description:
Additional information indicates that this patient underwent a revision procedure and this rv lead was explanted and replaced.

Event description:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at the post market quality assurance laboratory, this lead was received severed and the distal and proximal segments were returned. There were setscrew marks noted on all terminal connectors. The extraction stylet was inside of the distal segment. The tri-lumen insulation was abraded through and the rs- coil and distal high voltage conductor was exposed. Due to the location and type of damage discovered it is likely this was caused by entrapment in the clavicle/ first-rib region. This finding could have contributed the clinical observation.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an acute change in impedance measurements. Impedances had decreased below 200 ohms. There were three non-sustained events recorded due to noise. The patient was reported to be pacer dependent. The patient was to be scheduled for a lead extraction. No further complications have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.